Event description:
Patient was undergoing on left hernia repair with mesh. During the procedure, while the surgeon was using a single surgical grasper, the tip of the grasper broke off. The grasper was removed and the tip was extracted from the pt with another grasper. There was no injury to the pt and nothing was retainined. End user identified the grapser as singley. This is a common name that end user typically uses. Richard wolf does not recognize the name singley.

Manufacturer narrative:
The end user informed MFR that grasper is not available for eval. It was either misplaced or discarded. There was no additional info provided.